Event description:
Report rec'd from abbott international affiliate (abbott canada) tha states: "pump overdelivered and alarmed malfunction." Clarification from abbott canada states that "on 01 august 98 at 5pm a new secondary bag (100ml) of dilaudid was started. The rates were set at 75ml/hr for primary bag and 5ml/hr for secondary bag. At 8:15pm, pump had delivered 18ml which was all right. At 11:45pm, pump had delivered 35ml which was also all right. It seems that on 01 aug 98 at 9:00 the patient had rec'd naproxen and at 11:45pm 10ml of dilaudid had been administered as a subcutaneous dose. At approximately 12:30 pump started beeping continuously. The nurse opened and closed the latch to see if it would correct the problem but it didn't. She then left the pump open and off for more than 20 minutes. Around 1-1:30am, nurse obtained a replacement pump. While changing pumps, she noticed that the secondary bag was empty. Patient did not have any signs of overdose. However, the patient no longer had pain whereas the night before had been complaining of pain. Patient's respiration went down from 14 to 10, and the patient fell asleep. Prior to falling asleep patient seemed alert and fine. Patient seems to have recovered without any sequelae." The primary solution was normal saline and the secondary was dilaudid 600mg/100ml normal saline. It was not known if the secondary line was clamped off when the nurse left the door open, thus it is not know if the solution flowed retrograde to the primary solution. The alarm that the nurse rec'd was for proximal air. No further information was available.